Manufacturer narrative:
Section a: patient information was not yet provided; information will be requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated that a little metal piece of the system controller to the heartmate 3 had broken off. The controller monitor itself was working okay. Technical support called patient and asked if there were any active alarms, and the patient stated no. The patient stated they performed a self-test on the controller without any issues. The patient was advised to call their care team in the morning regarding the metal piece they found on the bed. The ventricular assist device (vad) coordinator was notified in the morning regarding events.

Event description:
Additional information provided that there was no harm to the patient, and the controller was not replaced. The plastic piece was not believed to be related to any part of the heartmate equipment, inspected in clinic on 06 nov 2024.

Manufacturer narrative:
Device not available for evaluation as controller exchange did not occur (d9), b5 updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information provided on 05dec2024 stated there was no harm to the patient, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 17may2021. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.